Manufacturer narrative:
The device is not under a service contract; the hospital performs maintenance and repair measures on own behalf and responsibility. A dräger service engineer was visiting the user facility to obtain further information. It could be determined that the device had >28.000 operational hours and was never subject to preventive maintenance although dräger recommends checking after 6.000 hours of operation or earlier. The compressor was connected to a ceiling supply unit but hasn¿t been used for several months when the event occurred; it was only in standby all the time. Obviously, the power inlet was damaged unnoticeably which then led to short circuit and ignition of the materials. The hospital has acknowledged that lack of maintenance was a contributing factor in the event.

Event description:
It was reported that the medical air compressor caught fire induced by a short circuit at the power inlet. The fire was extinguished quickly. It was explicitly mentioned that there was no damage or interrupt in operation of other surrounding equipment.